Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).

Event description:
The hospital reported that in the middle of an endoscopic vein harvesting procedure, the hemopro tissue welder did not work. The harvester removed the device and unplugged the cable. A replacement tissue welder and cable were used to complete the procedure. The hospital did not report any pt complications. Qa will interpret this to mean that the hemopro stopped delivery energy; therefore, would not cauterize which is an MDR reportable event.